Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6)2015. Approximately 7 years and 11 months after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Post-op diagnosis: 1. Failed left hip total hip replacement arthroplasty. 2. Morbid obesity. The surgeon dislocated the hip anteriorly cleared soft tissue around the stem and could see some mild osteolysis that was debrided and did not require bone grafting. The stem was well fixed. The surgeon removed the head and the trunnion was in good condition. I tucked the trunnion along the posterior superior acetabulum and exposed the rim of the acetabulum. There was severe polyethylene wear that beginning to flake some posteriorly, superiorly. A sterile bandage was applied.